Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s representative requested copies of all records related to the deceased patient. The representative stated that the patient had been implanted with the implantable cardioverter defibrillator (ICD) cardiac device system and alleged that the patient did not experience improvement, subsequently requiring hospitalization later that month. It was recommended that the patient representative contact the overseeing heart physician.